Event description:
Customer stated that volumetric accuracy was checked and set to deliver 10 ml, but it was delivering between 8.2 to 8.8 ml. Rate and dosage provided were 150 ml/hr and 10 ml.

Manufacturer narrative:
Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and the results were out of spec (+/- 5%). Pump was calibrated to resolve the issue.